Event description:
Pt reported that they discontinued use of the device, during 2003. They indicated that they went to the hospital, several times (dates and duration of treatment were not provided), for treatment of high blood glucose.